Event description:
The patient had primary hip surgery on (B)(6) 2017. On 23 august 2023, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with a new stem and head and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting a joint luxation, the surgeon revised liner and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 jan 2023. Lot 2311910: 200 items manufactured and released on 06-jun-2023. Expiration date: 2028-05-14. No anomalies found related to the problem. To date, 183 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved in the complaint: batch review performed on 08 jan 2023 liner: versafitcup cc trio 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot 140101: 117 items manufactured and released on 13-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem.to date, all items of the same lot have been sold without any similar reported event during the period of review.